Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
A visual device analysis of the returned device identified: underweight and broken on anterior. A visual and microscopic analysis was performed which identified: striated broken on anterior, missing shell on anterior and crease fold. Base on the device analysis the final assessment is: a striated broken assessed as surgical damage and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: g2 h3 h6.